Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of its presence in the device could not be definitively determined. The b30 error was attributed to a malfunction of the universal plug unit. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician observed crystallization on the rubber component; the cause could not be determined. Additionally, a b30 scope-communication error was identified, traced to a damaged plug unit. There was no patient involvement.